Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in new (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2020, it was observed that the vapr coolpulse90 electrode device had suction issues. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.